Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient experienced an infection (unknown if the infection was device related and unknown what treatment was administered for the infection). The device was explanted on (B)(6) 2019. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted april 28, 2020.